Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported issues with tampon being stuck inside and had to manually extract it out. Multiple attempts have been made to obtain further information regarding the consumer's use of the product however no further information has been received.